Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had motor error and no delivery alarm . No harm requiring medical intervention was reported. The customer stated that insulin pump had sometimes during a delivery of a bolus he can hear the gears which was something he did not use to notice and the act button needs to be pushed down then up to get it to work. The device will not be returned for analysis.

Manufacturer narrative:
Device received with completely broken reservoir tube lip. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify excessive no delivery alarm and motor error alarm due to completely broken reservoir tube lip. The motor was tested outside of the device and passed. However, device received with intermittent button response due to flattened esc, act and up button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. (B)(4).